Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The pod was received not deployed. Download data was able to be retrieved from the pod, however, most of the information was found to be lost. It could not be determined how many pulses the pod ran for prior to deactivation. The release bar was found to still be held down by the ratchet gear, indicating that the pod did not run enough pulses to deploy the needle mechanism. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. Inspection of the pod found no damages or manufacturing deficiencies that would result in data loss. The exact cause of the data loss could not be determined. Due to the data loss, it could not be determined how many pulses the device ran for prior to deactivation and whether or not the device should have deployed at the time of deactivation. The exact cause of the reported needle mechanism failure could not be determined.